Event description:
Account alleges the brakes will lock and not roll, but still rotate around. Bed found in bed shop. No injury was reported.

Manufacturer narrative:
Account stated he installed the new casters to resolve the caster swiveling issue.